Event description:
It was reported that cgm displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and performed reset with guidance; after reset pump did not display cgm error again and no further action was required.